Event description:
It was reported that a new ilet user did not complete a meal announcement in the evening despite believing he had entered dinner and dessert, which led to hyperglycemia followed by overnight hypoglycemia. The event was attributed to user operation involving the meal announcement feature of the user interface, and the user was subsequently educated to fully slide the announcement control to confirm delivery. The user successfully announced the subsequent breakfast, with blood glucose reported at 180 mg/dl at the conclusion of the call. Symptoms included hyperglycemia and hypoglycemia, ranging from 69 mg/dl to 192 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.